Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of being hospitalized on (B)(6) 2020 due to diabetic ketoacidosis. Customer's blood glucose was 1600 mg/dl and was hospitalized for a week and a half. Customer reported of not having an appetite, being nauseous, vomited and passed out. Auto mode was active at the time of incident. Insulin pump is not returning for failure analysis.